Manufacturer narrative:
(B)(4). Concomitant medical products: patient medications include asacol 400mg; tamulosiel hcl 0.4 mg; triamterene/ hchlorothorazide 37.5-25mg; felodipine 10mg; ranitidine hcl 150mg; metoprolo succinate ER 25mg; finasteride 5 mg; simvastatin 20mg. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper endoprosthesis component placement, and occlusion of native vessel.

Event description:
On (B)(6) 2016, the patient was implanted with two gore® excluder® aortic extender components as part of a secondary intervention of a previous endovascular repair. The first component was advanced and implanted as planned. In order to position the endograft system as close to the lowest (right) renal artery as possible, the physician elected to implant a second component (pla360400/14466253). According to the report, the right renal artery was partially covered upon deployment of the second component. The physician was able to place a wire alongside the aortic extender component, and use an endovascular balloon to pull the graft distally. A 7mm x 19mm palmaz® genesis® stent was then implanted in the right renal artery to maximize blood flow. The procedure was concluded without any further reported complications. The patient tolerated the procedure.

Manufacturer narrative:
Device not returned to manufacturer.